Event description:
One day following the use of a 6f exoseal device for vascular closure, it was reported that the plug was found in the proximal superficial femoral artery (sfa) and flow was limited. The patient's right leg became cold and abi was measured as 0.1. The previous day abi was 0.8. A stent was placed to fix the plug to the vessel wall and blood flow was restored. The patient is currently in stable condition. The exoseal vcd was used for the hemostasis of the after a percutaneous transluminal angioplasty (pta) of the left superficial femoral artery. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The vessel diameter was >/= to 5mm in diameter. Contralateral approach was made from the right common femoral artery with a retrograde puncture. There was calcification at the puncture site. There was no stenosis at the site. The vcd showed no visible signs of damage and was prepped according to IFU instructions. Intervention for left superficial femoral artery was conducted. After the pta, the exoseal vcd was inserted into an unknown sheath and the devices were connected. There was no resistance/friction experienced as the vcd was advanced through the sheath. Adequate bleed-back signal from the bleed back indicator was confirmed, and the physician began to retract the exoseal vcd with the sheath. Bleed-back was stopped and the indicator window changed to black-black pattern. The physician then pressed the plug deployment button. Light pressure was applied to the puncture site and hemostasis was achieved without any problem. The following day, the patient's right leg became cold and abi was measured as 0.1. Angiogram was performed and revealed that there was a plug-like object in proximal sfa and flow was limited. A stent was placed to fix the plug to vessel wall and the blood flow was restored. The patient is currently doing well.

Manufacturer narrative:
This is the initial and final report for this device. Physician's comments: "a plug might be placed astride the vessel wall and it might dislodged to intravascular space next day." The physician had achieved certification on the use of the exoseal vcd. It is unknown how many times the physician had used the exoseal vcd prior to this case. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the exoseal vcd use. Complaint conclusion: one day following the use of a 6f exoseal device for vascular closure, it was reported that ¿the plug was found in the proximal superficial femoral artery (sfa) and flow was limited¿. The patient's right leg became cold and abi was measured as 0.1. The previous day abi was 0.8. A stent was placed to fix the plug to the vessel wall and blood flow was restored. The patient is currently in stable condition. The exoseal vcd was used for the hemostasis of the after a percutaneous transluminal angioplasty (pta) of the left superficial femoral artery. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The vessel diameter was >/= to 5mm in diameter. Contralateral approach was made from the right common femoral artery with a retrograde puncture. There was calcification at the puncture site. There was no stenosis at the site. The vcd showed no visible signs of damage and was prepped according to IFU instructions. Intervention for left superficial femoral artery was conducted. After the pta, the exoseal vcd was inserted into an unknown sheath and the devices were connected. There was no resistance/friction experienced as the vcd was advanced through the sheath. Adequate bleed-back signal from the bleed back indicator was confirmed, and the physician began to retract the exoseal vcd with the sheath. Bleed-back was stopped and the indicator window changed to black-black pattern. The physician then pressed the plug deployment button. Light pressure was applied to the puncture site and hemostasis was achieved without any problem. The following day, the patient's right leg became cold and abi was measured as 0.1. Angiogram was performed and revealed that there was a plug-like object in proximal sfa and flow was limited. A stent was placed to fix the plug to vessel wall and the blood flow was restored. The patient is currently doing well. Physician's comments: "a plug might be placed astride the vessel wall and it might dislodged to intravascular space next day." The physician had achieved certification on the use of the exoseal vcd. It is unknown how many times the physician had used the exoseal vcd prior to this case. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the exoseal vcd use. This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15843846 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Peripheral artery occlusion is listed as serious potential risks associated with femoral artery closure procedures. While there do not appear to be any overt procedural device related factors that can be attributed to the reported event, the safety and effectiveness of the device has not been established in patients who within = 1 cm of the puncture site have fluoroscopically visible calcium. Based on the information available for review, there are possible vessel and procedural factors (calcification at the puncture site) that may have contributed to this event. Without the return of the device for analysis, no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.